Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The product lot number was not provided, therefore, the manufacturing records could not be reviewed. This report is associated with MFR report number: 3005168196-2019-00859.

Event description:
The patient was undergoing a coil embolization procedure in the internal carotid artery (ica) using penumbra coil 400s (pc400) and a penumbra coil 400 detachment handle (handle). During the procedure, the physician successfully placed pc400s in the target vessel using a px slim delivery microcatheter (px slim). After advancing a new pc400 into the vessel, the physician made multiple attempts to detach the pc400 using a handle; however, it failed to detach. Therefore, the pc400 was removed. It was reported that the physician decided to end the procedure to bring back the patient at a later date to place a non-penumbra pipeline stent; therefore, no additional coils were needed. There was no report of an adverse effect to the patient.